Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was noted that the motor was found to be faulty. It was further determined that the device failed pretest for check starting behavior, check for untrue running. It was noted in the service order that the device was not working. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the previous medwatch that the root cause was determined to be due to wear from normal use and servicing over time. Upon further investigation, it was determined that the root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.